Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation. This pt has not used her scs system in three yrs and requested to have her scs system in three yrs and requested to have her scs system removed. F/u info identified the pt had the scs system explanted.